Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced persistent pain at the ipg site for the past one year. Reportedly, the pain had decreased since that time and therefore the patient discontinued use of the system. Surgical intervention may be undertaken as the next course of action.